Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample in open packaging was provided for evaluation. The sample received was visually and physically evaluated, it was noted that the sample had been sued. No evident damage was observed; however, during leakage testing, the sample was found to leak from the low-pressure valve connection, distal to the patient. Upon microscopic examination, stress marks were observed, indicating that excessive force had been applied during handling/use. Based on the investigation findings, the reported defect was not confirmed to be due to the manufacturing process. The defect was determined to be caused by further processing/handling during use of the product. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: tubing was primed with saline according to drug administration instructions. Tubing was then connected to patient's port. Cart infusion started, and patient immediately reported feeling water dripping on his abdomen where the tubing was resting. Tubing inspected and noted to be leaking from the distal valve connection at bottom y-site (promixal valve to the patient). Infusion stopped immediately and tubing switched. However, 1 ml of car t infusion was lost when switching tubing.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.